Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-04753 / 04756).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2006 left total hip arthroplasty on (B)(6) 2006. Legal counsel further reported patient underwent a right hip revision procedure on (B)(6) 2009 due to patient allegations of pain, inflammation, elevated metal ion levels, difficulty sitting, standing, and moving up and down stairs. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised on the right side due to instability. Op report notes the acetabular component was found in a neutral position, which is consistent with reports of instability. The cup and modular head were removed and replaced.

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2006 left total hip arthroplasty on (B)(6) 2006. Legal counsel further reported patient underwent a right hip revision procedure on (B)(6) 2009, due to patient allegations of pain, inflammation, elevated metal ion levels, difficulty sitting, standing, and moving up and down stairs. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.